Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was changed from cuffless tube to a longer tube due to the increase in thick bloody mucous secretions and patient had trouble breathing on full ac vent settings. Immediately after the procedure, the patient complained of shortness of breath and went into full code. The patient died and the death was due to an improperly placed tube. An autopsy and investigation was performed and ruled out the death due to subcutaneous emphysema and pneumothorax status post replacement of tracheal tube.